Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the device's plastic tip fractured. The patient did not retain any foreign objects from the fractured device. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified signs of repeated use. The strike plate has indentations across the entire surface and both prongs show wear and tear with gouging. The black poly impactor tip is fractured and cracked and not all pieces were returned with the device. Measurements where measured were conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed via product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.